Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Customer initially reports device broken during surgery. (B)(6) 2015 customer reports that an outpatient shoulder procedure was being performed. "Scrub handed scissor to doctor, he started to cut and it broke at what I would consider the weld or attachment part of the jaw. Both pieces were retrieved and an x-ray was taken was read negative for a retained foreign body." No harm to patient.